Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) had been lost to follow up. The patient presented in the emergency and the device was at end of life (eol). As a result the device was replaced. The caller reported this was not being explanted for normal battery depletion. No adverse patient effects were reported.

Manufacturer narrative:
Further attempts were made for event clarification however, nothing further was provided. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.